Event description:
The following description of the event was copied from an email from the distributor in (B)(6). "During the prior to use when the team try to pressurization the system, they heard a crackle and the pressure mean drop."

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. The foreign user facility determined that the cause of the reported event was a faulty bellows/water trap assembly. The foreign distributor reported that they have 2 bellows/water trap assemblies that failed. Carefusion issued a return goods authorization (rga) number for the return of the 2 alleged faulty bellows/water trap assemblies for evaluation. As of february 04, 2015 the alleged faulty bellows/water trap assemblies have not been received by carefusion. Once the bellows/water trap assemblies have been received and the evaluation completed, a follow-up medwatch report will be submitted.